Event description:
It was reported that impedance was high, contact 9 more than 10000. Patient had a loss of stimulation. Reprogrammed around affected contact. Patient was seen in physician¿s office today to check leads prior to battery replacement that is currently scheduled for (B)(6) 2023. She reports decreased pain relief at approximately 20% using stimulator. She does acknowledge thatshe has had falls and surgeries, since we last evaluated her, but could not recall the exact date of those events. Impedance check revealed that contact 9 has impedance more than 10000. Each of her existing programs were actively using this contact. This cs gave the patient three new programs avoiding the affected contact. She will try each of the groups prior to her scheduled battery replacement to see if she gets better relief. Dr. Coleman was notified of the above today. Additional information received. Rep reported leads remain implanted. She is currently scheduled for battery replacement on (B)(6) 2023 as current battery has reached eri. Patient is receiving therapy status post reprogramming around affected contact. Stim issue is resolved, but high impedance remains on contact 9. Battery only was replaced today and the high impedance resolved. All impedances were within normal limits.

Manufacturer narrative:
Continuation of d10: product ID 977a275, va0e249007 implanted: (B)(6) 2014, product type lead product ID 977a275, va0grcy008 implanted: (B)(6) 2014, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, va0e249007, ubd: 13-nov-2017, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 27-feb-2018, UDI#: (B)(4), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.